Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the chair was driving in circles. After a close inspection, the chair had a left motor fault caused by a right motor cable with a stripped wire. The provider states the issue occurred overtime. No injuries noted.